Event description:
Patient reported that, due to receiving elevated blood glucose readings (values not provided) on the device, they delivered too much insulin, which caused pt to break their ankle. No additional information, pertaining to the event, was provided. A request was made for the return of the suspect product, and replacement product was sent.